Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine follow-up the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate commanded shock. When shutting down the programmer the physician inadvertently pressed the commanded shock button as it is located near the power button. The patient received the shock as the charge could not be diverted in time. There were no adverse patient effects as a result of the inappropriate therapy. The s-ICD remains in service. Despite efforts, additional information could not be obtained.